Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient's ipg is unable to communicate with the external devices. Patient had an MRI almost a year ago and is unsure if MRI mode was enabled or not. Additionally, patient had an unrelated surgery, and it is unknown if surgery mode was enabled or not. Troubleshooting was attempted with field representatives and the ipg was unable to connect to the external devices. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.